Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction of abdominal pressure indicator not working was confirmed. Based on the results of the investigation, it was presumed that the abdominal pressure indicator not working was due to a defective manifold unit failure. The root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflation units abdominal pressure indication was not working. The issue occurred during a lap cholesystectomy procedure. The procedure was completed with the same set of equipment and there was no report of patient harm.